Event description:
This spontaneous report received from a patient concerns a 25 year old female from united states: (B)(4). The patient's medical history and concurrent conditions included: abstains from alcohol and non-smoker. The patient's height was 68.5 inches and weight was 175 pounds. Other medical history included no known allergies, no known drug allergies and no drug abuse/illicit drug use. The patient was prescribed ortho all-flex arcing spring diaphragm (silicone) for contraception on (B)(6) 2012 (lot number a87eul/exp may-2015). Concomitant medications were not reported. On (B)(6) 2012, the patient experienced device damage. The patient reported that she received the diaphragm on (B)(6) 2012 and after she removed it, she noticed a "pin-size hole in it" (captured as device damage). The patient was not able to determine if the pin-size hole was in the diaphragm when she initially received the device. The patient stated that she used "options gyno 2 vaginal contraceptive gel" with the diaphragm. A product quality compliant (pqc) was filed for this case report (pqc # (B)(4) ). This report was serious (device malfunction). Additional information received on 07-may-2012: follow-up report received. Report contains no new information and no changes were made to the report. Additional information was received from the patient on 02-jul-2012 and from the manufacturer (j&j medical brazil) on 05-jul-2012 both processed together: the patient reported a hole in the diaphragm after the second use of the device on 24- apr-2012. She stopped using the diaphragm and reported the event to her physician. The patient also reported being seen by her physician in person following the adverse event and signed an authorization for disclosure of medical information form. Information received from the manufacturer. The product was not available for evaluation. The investigation began checking the batch record review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem.

Manufacturer narrative:
The device was not available for evaluation. The results indicate that this batch of product was processed without incident and therefore there was no internally assignable cause for the reported problem. Evaluation summary: the diaphragm was not available for evaluation. The investigation began checking the batch record review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem.